Manufacturer narrative:
Additional information received from the local field representative indicated that the device was turned off. There were also high pacing impedance measurements greater than 3,000 ohms. A chest x-ray confirmed a conductor fracture as a result of clavicular crush on the rate/sense portion of the rv lead. The patient had a planned vacation, so a life vest was put on the patient until the lead revision could be performed. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead received multiple inappropriate shocks and anti-tachycardia pacing (atp) therapy as a result of noise and oversensing. Boston scientific technical services (ts) recommended that a magnet be applied to the device to inhibit shock therapy. A review of the daily measurements indicated that the shock lead impedances were approximately 130 to 150 ohms. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicated that a revision procedure was performed and the rv lead was explanted. A new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.